Event description:
It has been reported to philips that during the examination when the foot switch was used, fluoroscopy was initially coming out and then it stopped. The device was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary diagnosis procedure was completed as planned. The philips remote service engineer (rse) analysed the system remotely and confirmed that the fluoroscopy was initially coming out and then it stopped. Review of the system log file showed x-ray not started error. Rse instructed the customer to check the plastic cover in the foot switch. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.